Manufacturer narrative:
Conclusion: according to the currently available information, damage to the reference electrode appears to be likely. However, to confirm an exact root cause of failure a device investigation of the explanted device is necessary. No information on possible further steps has been received. This is a combined initial and final report.

Event description:
Child came to the clinic reporting not hearing properly from the device. Further proceedings are unknown.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the reference electrode appears to be likely. During explantation surgery, four channels were seen to have migrated out of cochlea. To confirm an exact root cause of failure a device investigation of the explanted device is necessary. The explanted device has not been received for investigation yet. This is a final report.

Event description:
Child came to the clinic reporting not hearing properly from the device. The user has been re-implanted. 4 channels were found outside the cochlea. A full insertion was achieved at implantation.